Event description:
The customer reported to olympus during a unknown procedure, image was missing on the hd 3cmos camera head. The column was promptly replaced to complete the operation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image was missing due to a defective charged coupled device and a damaged connector. The cable was twisted and too hard to connect to the input socket of the video processor. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device (ccd) additionally, it¿s likely the connector was damaged from excessive external force. The root cause of the faulty ccd unit and external force was unable to be identified. Olympus will continue to monitor field performance for this device.